Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent right atrial undersensing. It was also noted that there were three ventricular episodes with a rhythm that appears like intermittent ventricular tachycardia were no device therapy was provided. It was noted that the device declared a sudden onset in all three episodes but due to a combination of intermittent undersensing and the heart rate being under the lowest programmed device therapy zone, the rhythm never fulfills the full device rhythm detection criteria and therefore, does not provide device therapy. There was also some noise observed on one of the episodes that boston scientific technical services (ts) indicated could be myopotential noise. In addition, the morphology on the shock channel was indicated to be very wide, aberrant, and fractionated as well. Ts provided options to the healthcare provider, including increasing sensitivity programming, decreasing the programmed rate cutoff and evaluating the patients electrolyte status. Ts indicated they are unable to measure any of the undersensed beats to determine what an appropriate new automatic gain control setting should be. The device remains in-service. No patient symptoms or adverse patient effects were reported.